Event description:
The pt presented a very tortious aorta. During a gore excluder bifurcated endoprosthesis procedure, a trunk ipsilateral device was successfully deployed below the renal arteries. After some difficulty cannulating the contralateral gate, the clinician successfully deployed the device. A completion angiogram revealed an occlusion of the left renal artery. The clinician believed the contralateral cannulation difficulty may have caused the trunk ipsilateral device to move proximally, thus occluding the left renal artery. A stent was successfully deployed in the left renal artery to maintain flow to the artery. The remainder of the procedure was without incident. The pt's condition was stable following the procedure.

Manufacturer narrative:
Device left implanted in pt. The investigation is currently is process.